Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate plus profile 300cc saline prosthesis, catalog: 3502300, serial number: (B)(4), lot: 6939472. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 300cc saline prosthesis. Infection on the left breast prosthesis was diagnosed post procedure. The patient reported that taking antibiotics have not helped treat the infection. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/29/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 6/7/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 5/29/2018, mentor was informed that both breast prostheses were explanted without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 300cc saline prosthesis. Infection on the left breast prosthesis was diagnosed post procedure. The patient reported that taking antibiotics have not helped treat the infection. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018 without replacement. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the device appears intact with no observed anomalies. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Per a database query, this is the only reported complaint of infection against this lot number 6939472. The device history record (DHR) of lot number 6939472 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation team concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).